Manufacturer narrative:
The onyx will not return for evaluation as it was consumed in the event. Therefore the clinical observation could not be confirmed, and the event cause could not be reliably determined. Additional information has been requested. Should it become available a supplemental report will be submitted. MDR related to this event: 2029214-2017-00223. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was resistance upon retrieving the marathon micro catheter after the onyx was embolized. After continuing to pull the marathon the microcatheter became torn and separated. The separated piece was removed by a snare successfully. The patient was receiving onyx embolization to treat a cerebral arteriovenous malformation. The vessel had a medium level of tortuosity and was medium size in diameter. The patient is fine with no adverse issue reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.